Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient started cooling last night around 22:30. Audible voice alerted stated cooling stopped. Nurse had to restart therapy and now there was an hour glass where trend indicator usually shows. Patient temperature was 33.6c, target temperature was 33.1c, water temperature was 21c. Esophageal probe was in place. Event log showed alarm 14 patient temperature 1 probe out of range. Mis explained that the alarm stopped therapy. Nurse denied probe getting displaced and stated it was taped in place. Mis had nurse push temperature cable in and nurse noted that the cable did seem to move and now hour glass has disappeared and patient trend indicator was back. Mis explained the cable might have come loose and that was what caused the therapy to stop. Patient temperature input was required for therapy. Mis noted if happened again then consider replacing cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient started cooling last night around 22:30. Audible voice alerted stated cooling stopped. Nurse had to restart therapy and now there was an hour glass where trend indicator usually shows. Patient temperature was 33.6c, target temperature was 33.1c, water temperature was 21c. Esophageal probe was in place. Event log showed alarm 14 patient temperature 1 probe out of range. Mis explained that the alarm stopped therapy. Nurse denied probe getting displaced and stated it was taped in place. Mis had nurse push temperature cable in and nurse noted that the cable did seem to move and now hour glass has disappeared and patient trend indicator was back. Mis explained the cable might have come loose and that was what caused the therapy to stop. Patient temperature input was required for therapy. Mis noted if happened again then consider replacing cable.